Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to hospital with symptoms of congestive heart failure (chf) including near syncope, pain, dyspnea and angina. The device was interrogated to check thoracic impedance monitoring and arrhythmias. Upon interrogation, it was noted that there were no episodes which correlated to the patient symptoms. Further, device check indicated that the left ventricular lead exhibited high capture threshold in one configuration and there was loss of capture in all other configurations. Upon review of intracardiac electrograms, left ventricular lead dislodgement was suspected because the proximal electrode on the left ventricular lead was capturing the right atrium. The lead was reprogrammed. A chest x-ray was performed, and lead dislodgement was confirmed as the left ventricular lead was pulled back into the right atrium as the electrode appeared to be in the main body of coronary sinus beyond the ostium. Lead revision was performed and the left ventricular lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was stable post procedure.